Event description:
Complainant alleged that during the incoming inspection of the product, the device intermittently displayed message code "electrocardiogram fault 4" on the video screen. The complainant indicated that there was no pt involvement in the reported failure.